Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer:a visual examination identified proximal stent damage. Stent strut rows 1 to 3 were severely misaligned. Solidified blood was present within the inflation lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error as this device is contraindicated for use in heavily calcified lesions.(B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011.it was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. Vascular access was gained via the right radial artery.the 2.75x10mm 80% stenosed eccentric and de novo lesion being treated was located in a severely calcified portion of the mildly tortuous left anterior descending artery. The physician attempted to implant a 2.25x32mm taxus liberte stent but was unable to cross the lesion. The physician completed the procedure with another of the same device. There were no reported complications and the patient status is stable. Analysis revealed stent damage.